Event description:
It was reported that this system with a pacemaker and a right atrial (ra) lead triggered a lead safety switch (lss) on the ra lead due to high, out of range (oor) pacing impedances. Also, there was a signal artifact monitoring (sam) event stored with minute ventilation (mv) termination algorithm. At clinic, the field representative was able to reproduce noisy signals that were over sensed, but not the oor impedances. There was also observed noise at atrial tachy response events due to myopotential over sensing. Programming options were discussed, and the patient will be followed up in a month. The pacemaker and the ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.